Event description:
The customer reported that the suture on this implant broke during insertion for a shoulder instability repair. The surgeon drilled out the implant and inserted another into the same pilot hole without injury to the pt.

Manufacturer narrative:
Investigation findings: conmed linvatec is unable to perform an evaluation on this device because it was disposed of by the user facility. The user facility reported that during this procedure, a second bio mini-revo implant broke during insertion. The report number for this event is: 1017294-2008-00105. The instructions for use provided with the product, informs the user: note: the mini-revo implant must be seated securely and firmly. If the implant is loose or wobbles on the end of the driver, depress the suture retention sleeve and re-tighten the suture. Note: proper orientation and alignment of instruments is important during implantation of the mini-revo to minimize possible breakage of the anchor. Breakage of the implant is possible if: the pilot hole is not drilled and tapped to an adequate depth, improper alignment of anchor to pilot hole or loose or non-secure anchor on driver.